Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, four devices were returned inside the pouches without being opened. No problem was found with them. The reported device was not returned, and a photo was not provided for the investigation. No problem found.

Event description:
It was reported that during a chondral dart surgery an attempt was made to fix a flake fracture with three darts. All three darts broke off during insertion, although the procedure was exactly as described in the operation instruction. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The flake fracture was fixed successfully with 1.5mm screws by another manufacturer. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.